Event description:
They mentioned they had another medical device prior to getting their device from this manufacturer. They said it was an axonics device and it hadn't worked at all so they had it removed and got the device from this manufacturer which they loved. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).